Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that "because the length of the cable was not enough at the time of defibrillation need, shock delivery was delayed." There was no report of negative pt impact.